Event description:
It was reported that the implantable neurostimulator (ins) battery was removed on (B)(6), 2014 due to infection the pocket site. Additional information received one day later reported that the manufacturer's representative was interested in a way to "preserve the lead tails." Additional information received 13 days later reported that a culture was taken but the results were unknown. It was noted that the patient started on antibiotics and the plan was to wait six weeks from surgery and then re-evaluate placing another battery. It was noted that the battery was discarded due to the infection. Additional information was requested, but was not available at the time of report. If additional information is received, a supplemental report will be filed.

Manufacturer narrative:
Concomitant medical products: product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 37743, serial# (B)(4), product type: programmer, patient. (B)(4).